Event description:
Boston scientific received information that the patient with this product underwent a triscuspid valve replacement procedure along with pacemaker system explant due to endocarditis. The patient was believed to have munchausen's syndrome. A new system was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.